Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
On further follow up, the customer indicated that patient 2 returned on (B)(6) 2014 and had another order for t4 testing. The sample was initially run at a sister laboratory on a cobas e411 (e411) instrument and generated a result of 21.7 ug/dl. The sample was then sent to this laboratory and run on cobas 6000 e601 serial number (B)(4) and generated a result of 20.0 ug/dl. The sample was then sent to another laboratory and was run on a siemens instrument and the result was 12.7 ug/dl. The result of 21.7 ug/dl was reported to the physician, but the physician was informed there was an investigation into a potential interference. The customer deems the other methodology to be correct. There has been no adverse impact to the patient. The sample from (B)(6) 2014, has been requested for further investigation. Please see the medwatch 1823260-2014-03479 for the med watch report submitted for the erroneous results generated on the e411.

Manufacturer narrative:
Additional testing was performed during the investigation on the sample for patient 2: anti-tg: 58.02 iu/ml anti-tpo: 86.69 iu/ml.

Manufacturer narrative:
On follow up with the customer, they indicated that patient 2 is taking a vitamin d supplement and birth control pills. The patient also had additional thyroid results that were generated on the e411 at the customer's sister laboratory on (B)(6) 2014. The patient had a "t3" result of 184 ng/dl, a "t-uptake" result of 1.5 tbi, a "tsh" result of 0.263 uiu/ml and a "t4, free" result of 1.5 ng/dl.

Event description:
The customer received questionable results for thyroxine (t4) on three patient samples. One of the three samples was run on another instrument, one sample the customer could not clarify which instrument generated the results, and one sample was initially run on this instrument. All results are in ug/dl. Patient 1 was reported outside of the laboratory on (B)(6) 2014 as 20.1, which was generated on this instrument, a cobas 6000 e601 (e601). The sample was repeated on another e601 and generated a result of 21.5. The sample was run on a siemens centaur and generated a result of 10.6. The sample was also run at a reference laboratory and generated a result of 9.3. The customer was uncertain of the methodology used at the reference laboratory. Patient 2 was reported outside of the laboratory as 21.7, the date of the report and the instrument it was run on is not known by the customer. The sample was run on a siemens centaur and generated a result of 15.4. The sample was sent to a different reference laboratory and generated a result of 18.2. The methodology at the different reference laboratory was unknown to the customer. The customer deemed the results from the other methodologies to be correct for all the samples. There was no adverse event for any of the patients. The serial number of the e601 used in this case was (B)(4). The customer refused a service dispatch for this instrument. The customer does not think there is an instrument issue as the two e601 systems match. For the medwatch for the erroneous results generated on e601 with serial number (B)(4), please see medwatch with patient identifier (B)(4).

Manufacturer narrative:
The investigation determined that no interfering factors seemed to be present in the investigated sample. It was also determined that no interference from pharmaceuticals seemed to be present either. A general reagent issue was excluded. The difference between the elecsys and other assays could possibly be attributed to differences in methods and instruments, differences in standardization and applications and different antibodies.

Manufacturer narrative:
The investigation could not determine a specific root cause. The samples are not available for investigation. Additional information was requested for investigation, but could not be provided by the customer. Performance data for the reagent was reviewed and within specification. A general reagent issue can be excluded.